Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a fair condition with cracked front, rear housing, and scratched screen. Event history log review was performed and found no evidence of reported problem. Testing was performed, and the device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable". Therefore, the customer's reported problem was verified. Investigation confirmed that the downstream sensor was the cause of the reported problem. Service replaced the downstream sensor to correct the reported problem. The root cause of the reported problem was the faulty downstream sensor.

Event description:
Information was received that this smiths medical cadd legacy plus pump displayed "no disposable pump won't run" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump showed that pump was in fair condition with cracked front and rear housing and scratched screen. Functional testing included use testing. The pump was powered on and it was observed the pump double beeped when a cassette attached. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream sensor.